Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 217 mg/dl. The customer states that she is getting a power error alarm and states she first received a low battery alarm. Troubleshooting was performed for power error alarm and noticed received a power loss alarm. Advised the pump will need to be replaced. Advised to revert to their back up plan. The insulin pump will be returned for analysis.